Event description:
It was observed that during the device evaluation, the subject device exhibited poor water tightness of the cable and connector. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: poor watertightness of the cable was due to scratches on the cable and poor watertightness of the connector was due to crack on the connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.